Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was looking for a new neurologist because they had seen one that made their settings a little too high. The patient¿s speech was very difficult to understand and complained that their mouth was so dry. The hcp told them they knew how to do it but didn¿t know how to do it and the patient got stuck and wanted to find someone else. The patient said they saw them every 6 months. The first surgeon was good and not their latest one, but they forgot their name. The patient said they could work before. They mentioned that one time the hcp went so high with the stimulation that they passed out, they went down to the side. The patient said they were weak and they lost so much weight that one could see their batteries. They now shake and had dyskinesia. After the hcp increased it too high it affected their vocal cords and the muscles of their knees loosened up but also loosened up their vocal cords. Normally they didn¿t speak like they were today. They also said they couldn¿t even walk.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient received the letter and was calling in about it. They stated at the time of the reported event they were (B)(6)pounds but now they were down to (B)(6). The issue was resolved when the stimulation was decreased by the doctor and would be seeing a new doctor but didn¿t know how to spell their name.